Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-15970, 15971. The pt had 2 leads (from the same lot) and 2 anchors (from the same lot) implanted as part of her scs system. It was reported the pt's scs system was explanted due to a (B)(6) infection. The pt was admitted to the hospital and placed on IV antibiotics. The pt continued on oral antibiotics after being discharged from the hospital. The infection was resolved.